Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), and an element vascular access sheath (element sheath). It was reported that during the procedure, the hemolock valve system was leaking; however, the physician was able to complete the procedure with the same element sheath. On 24-feb-2026, additional information was received from the clinical team that post-procedure, there was access site bleeding and an ecchymosis. Two-days post procedure, the hemoglobin dropped to 7.8 g/dl. One unit of packed red blood cells (prbcs) was given. The site remained soft without a hematoma. Acute blood loss anemia was determined by the independent medical reviewer (imr) to be a serious adverse event with a possible relationship to the indigo aspiration system and a definite relationship to the index procedure. The event is considered resolved.